Event description:
It was reported that, surgeon was trying to put in a third tibular plate and 3.0 screw. On the second screw, screwdriver broke. Than he broke the other 4 screw drivers trying to remove the 2 screws. Eventually surgeon used vise screw to remove the screws.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report. Same pt event as MDR 8031020-2008-00085.